Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during a percutaneous endoscopic gastrostomy (procedure date is unknown). According to the complainant, during the procedure, the guidewire from the peg kit was withdrawn from the mouth with the snare. However, as the peg tube was then advanced over the guidewire, the peg tube split and the guidewire protruded from the peg tube. It was unknown if resistance was felt as the peg tube was passed over the wire or at what point along the wire the issue occurred. The procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B) (6). The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B) (4).